Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant placement the implant (bopt5411) got stuck to the ratchet extension. Implant was removed and the procedure was completed placing another implant with a different instrument.

Manufacturer narrative:
One osseotite implant was returned for investigation. Visual inspection of the as returned implant identified signs of use but no damage to the external threads. The internal hex and threads showed signs of use but no damage. However, upon functional testing, it was found that the ratchet was able to assemble and disengage with the returned implant . Visual and dimensional comparison of the implant with the drawing verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. UDI: (B)(4).

Event description:
No further event information available at the time of this report.